Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during a vitrectomy, the probe started cutting, then cracked and the top part of the metal entered into the pt's eye. The incision was enlarged and the foreign body was removed. Additional info has been requested.